Event description:
The user reported that the valve in the hub of the catheter dislodged and occluded the catheter. The valve was removed and the procedure was completed with the same catheter without a valve. No harm or injury to the patient was reported.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The valve and catheter were examined and no defects were found that could cause the failure. The complaint was confirmed. No root cause was determined for this failure. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.